Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in patient's maxilla it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.